Event description:
Patient with diabetes used compound w freeze off (user reports nine applications), treated area became infected and they had their toe amputated. User reports sustaining an "acid burn" from treatment that became infected. Client sought medical attention in november for pain and bleeding in treated area. User states: "doctor did not want to mess with it because they were diabetic." In 2003 user went to emergency room for ulcerated, infected toe. User admitted to hosp six days later to have surgery to remove wart, infection was diagnosed at this time. User was perscribed antibiotics and seemed to be healing. User experienced pain again in march and was admitted to hosp for the toe amputation.